Manufacturer narrative:
D6b. Explantation day, month and year added.

Event description:
The complainant reported that a bedside registered nurse (rn) contacted the customer support center stating that ¿purge flow rate change¿ alarms were being observed on the automated impella controller (aic). The rn reported that despite the alarms, there were no corresponding changes noted in the purge flow values displayed on the aic, which caused confusion. At the time of the call, the impella pump was reported to be operating appropriately with no additional system issues identified. At the time of report writing, the patient remained on support with an impella 5.5 pump. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.